Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and labeled not certified for clinical use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device took an extended amount of time to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.